Manufacturer narrative:
Product analysis: the error was confirmed in the device log. An overheating warning was displayed during testing, and was attributed to a faulty power supply. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code. It was further reported that the programmer exhibited sluggish performance, when saving to universal serial bus (usb). The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out-of-specification during analysis.